Event description:
Rptr buys 3 bottles of product every month and over the last 3 months rptr has had one bottle that has contained a strip too narrow to fit the glucose meter. Bayer was called and they said that occasionally they would add an add'l strip to bottle. Rptr has used these strips for last 14 yrs. This just started. Rptr is concerned that they might be giving 99 strips which are normal, but one that isn't normal size. Rptr offered to send sample to MFR but was told that was not necessary.